Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use as the information was not provided. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material and root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The foreign material was removed from the nozzle and examined. The foreign material appeared to be made of plastic and was green in color. In addition to the foreign material, visual inspection found the following issues: the light cover glass was chipped; the light cover glass adhesive was worn; the optical cover glass was chipped; the optical cover glass adhesive was worn; the distal end cap was worn; the distal end adhesive was lifting; the bending section cover adhesive was lifting; and the colored indicator on the suction cylinder was worn. Functional testing showed the foreign material at the nozzle caused a blockage; as a result the air/water channel did not meet with specifications for volume, water flow, or water removal. Further testing showed the device's bending angles did not meet with specifications. Both directional knobs had excess play. Finally, the device did not meet with insulation resistance testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The colonovideoscope was returned for regular maintenance. During routine inspection of the device by olympus, foreign material was found at the air/water nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. No adverse effects to patient reported.